Manufacturer narrative:
Additional information; a4 - patient weight

Event description:
It was reported that right ventricular (rv) lead exhibited noise and the noise was over-sensed. The lead was explanted and replaced since to the patient has complete heart block. Patient is stable with no complications.

Event description:
New information received stated that intermittent noise leading to inhibition of pacing and likely secondary to insulation failure. A transesophageal echocardiogram (tee) was performed and demonstrating a small baseline pericardial effusion.